Event description:
Medtronic received information that this bioprosthetic valve (implanted four years, eight months) was explanted due to regurgitation secondary to calcification and a cuspal tear. The valve was replaced with a porcine valve. There were no adverse patient effects.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device history record was unable to be reviewed as the serial number of the device was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.